Event description:
I had essure procedure done in (B)(6) 2012, ever since then I have had severe pelvic pain on the left side. I didn't get my period for the first 2 months after the procedure then I started to bleed very heavy for a week of each month. To this day, I have the pelvic pain and the heavy bleeding.